Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric optic and the lens got stuck while advancing in the injector system. No pt contact. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval results - (other) visual inspection of the returned product showed evidence of surgical residue, however, there was no visible damage to the lens.